Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed through the evaluation of the submitted system controller log file. Two transient low speed/pump stoppage events associated with low speed advisory/low speed hazard alarms were captured on (B)(6) 2016 at 11:48 pm and (B)(6) 2016 at 11:45 am. An additional low speed event was captured on (B)(6) 2016 at 2:06 am when the pump speed dropped below the low speed limit, resulting in a low speed advisory alarm. The atypical events all occurred while the system was connected to the power module and appeared consistent with potential driveline wire compromise; however, driveline wire compromise could not be confirmed because the device remains in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 2 years, 6 months. The patient remains ongoing on lvad support with the device and a non-grounded power module patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system produced two low speed operation and pump off alarms. The patient was reportedly asymptomatic. Log files reviewed by the manufacturers technical services representative showed 2 low speed and pump stop events that only appeared to occur while the lvad was connected to the power module. The patient was discharged home with a non-grounded power module patient cable for use with the power module. Additional information was requested, but was not provided.